Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient was in stable condition and will be continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net.